Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate pain relief. It was noted that stimulation is mostly on the right side of the body despite reprogramming attempts. The patient underwent a revision procedure. Nothing was explanted or implanted. The patient was doing well postoperatively.